Manufacturer narrative:
Qn#(B)(4). The customer returned one unit 543965 autoendo5 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample was returned with the indicator clip in the jaws of the device. The sample appears used as there is biological material present on the device. First, the indicator clip was manually removed from the jaws of the device. Functional inspection was then performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, no ratchet sound could be heard indicating that the internal ratchet ears are broken. The sample was received with 0 clips remaining in the channel indicating that all 15 clips were fired by the end user. Although no clips were remaining to test, the broken ratchet could prevent the clips from properly loading into the jaws. Other remarks: it could not be determined what exactly caused the ratchet ears to break. The device history review for the product auto endo5 ml lot# 73d1800020 investigation did not show issues related to complaint. The IFU for this product, l03496, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." Although the root cause of this complaint is undetermined, a process has been activated to further investigate the broken ratchet ears issue. The reported complaint of "clips slipped" was not confirmed based upon the sample received. One device was returned. Although the reported complaint issue could not be confirmed since no clips were remaining in the returned device, the broken internal ratchet ears could cause issues with the loading of the clips. Teleflex will continue to monitor and trend related events.

Manufacturer narrative:
(B)(4). The device investigation is pending. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that during a cholecystectomy, clip slippage was observed.